Event description:
This report is to advise of a tear noted in the catheter.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed the pellethane tubing was corrugated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn pellethane tubing remains unknown.